Manufacturer narrative:
Device evaluated by MFR: product analysis could not be performed due to the device not being returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the array was not able to be completely retracted before removing from patient.

Event description:
It was reported that during a renal radiofrequency (rf) ablation treatment procedure, there was difficulty retracting. The target lesion was located in the left kidney. This 3.5/15/15 leveen coaccess electrode was selected. Prior to use, it was noted that the array could not be completely retracted, "the needle teeth were more or less apparent 0.5cm." The physician opted to use the device as this size was necessary. There was difficulty passing the device through the co-axial needle on the first attempt. The procedure was completed with this device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).